Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by stryker sales representative, that during his visit to (B)(6) district hospital, the hospital staff handed him three instruments allegedly broken. The customer does not require an investigation, however replacements are required. It was further reported that the products broke during one case and only item code 704004 is broken, the other two items have seemingly worn and are becoming difficult to separate.

Manufacturer narrative:
The reported event that the connecting bolt broke could be confirmed. The insertion wrench and the elastosil t-handle are undamaged. Based on investigation, the root cause of the determined event was attributed to a user related issue. The failure was caused by an assembling/handling issue. The op tech omega2 (ref# (B)(4)) was reviewed: "the lag screw,tap should be used when good quality, dense bone is encountered. The connecting bolt is inserted through the large elastosil t-handle and threaded in to the lag screw." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported by stryker sales representative, that during his visit to york district hospital the hospital staff handed him three instruments allegedly broken. The customer does not require an investigation, however replacements are required. It was further reported that the products broke during one case and only item code 704004 is broken, the other two items have seemingly worn and are becoming difficult to separate.